Manufacturer narrative:
Device name: collamer® ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter stated a cq2015a collamer three piece lens, +16.0 diopter, was torn by the technician during the loading process and there was no patient contact. The backup lens was implanted. The reporter stated they do not use the manufacturer recommended injection system and are aware that it is off-label use. The reporter stated no more information was available.